Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. The customer was lethargic and was vomiting at the time of the hospitalization. Troubleshooting was not performed as the customer was experiencing low blood glucose of 49 mg/dl during the call and the customer was being treated.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.